Event description:
Information received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician found the gas cylinders were seized. The gas cylinders were replaced to repair the stretcher.